Event description:
The pt has two leads from the same lot. It was reported one of the pt's leads had invalid impedance readings on all lead contacts. X-rays were taken and it was noted there was possibly a sharp angle or kink in the lead at the anchor site. The pt was reprogrammed using the second lead. Surgical intervention will be undertaken to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.